Event description:
It was reported that boston scientific technical services was contacted regarding difficulty interrogating this pacemaker. The physician reported seeing the patient's heartrate at thirty beats-per-minute and twenty seconds of asystole. Ts recommended placing a magnet over the device to test capture and magnet rate. The physician placed a donut magnet over the pacemaker and reported no changes. The device and leads remain in service. No adverse patient effects were reported.